Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. The physician attempted to reposition the lead several times but was unsuccessful due to the patient's anatomy. The lead was replaced. No adverse patient effects were reported.